Manufacturer narrative:
Investigation eval: our laboratory eval of the product said to be involved confirmed the report. The drive wire has separated inside the handle. The proximal end of the drive wire was bowed indicating proper torque of the securing screw, but the bow appeared close to the proximal end of the wire. The handle spool was disassembled to see if the drive wire had broken at the screw. It was confirmed that the drive wire pulled out of the insert and did not break. Using a hemostat to grasp the drive wire, the clip was opened and closed. A slight catch or increase in resistance was observed in the movement of the drive wire once the clip was pulled halfway into the housing prior to deployment. The device was advanced into olympus gif q20 2.8 endoscope in a simulated upper gi position with the tip in the maximum retroflexed position to simulate a worst case position. Using the hemostats, the clip did successfully deploy on simulated tissue. The drive wire was removed from the device, visually examined and determined that the drive wire was within the appropriate manufacturing specifications. A product specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. In addition, due to a variety of clinical conditions, such as pt anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During the procedure, a cook instinct endoscopic hemoclip was used to stop a bleed. Once at the tissue site, the clip was difficult to open and close. The clip was attached to the tissue site when this occurred but they were able to open the clip for removal from the clipping site. The physician removed the entire device from the pt with the clip still attached to the deployment device. A clip made by another company was used to finish the procedure. Our eval of the returned device confirmed the drive wire separated from the handle assembly. A section of the device did not remain inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.